Manufacturer narrative:
There was an obstacle (a loose screw) on the stretcher frame. It entered between the stretcher frame and the stretcher couchtop. So when the stretcher couchtop was being transferred to the stretcher frame, the stretcher couchtop shifted toward the front due to contact with the loose screw. The alleged malfunction could have been avoided if the pre-operation checks were performed as described in the operation manual. It is therefore determined that the cause of the alleged malfunciton was a user error.

Event description:
It was reported that while undocking the removable transport system (rts), the pallet, patient support, became detached and fell to minimum elevation. No injuries were reported and no patient was involved.

Event description:
It was reported that while undocking the removable transport system (rts), the pallet, patient support, became detached and fell to minimum elevation. No injuries were reported and no patient was involved.

Manufacturer narrative:
The canon service representative reinstalled the pallet and replaced the missing hardware.